Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 12-apr-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 10-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative regarding an implantable neurostimulator (ins). It was reported that the patient fell flat on their back on a wood floor. The patient has multiple bruises and return of pain in their back. The patient has an x-ray that reveals the leads both migrated caudally by approximately 2 electrodes. The patient was reprogrammed and the patient is getting relief again. The rep stated that they will check back with the patient in a few days to determine if the new program continues to work. The patient was reprogrammed over t9/10 space with new electrode configuration. The issue was resolved. No further complications were reported or anticipated.